Event description:
A pt called to report that she has had blurry vision at distance and near following unilateral intraocular lens implant surgery. During a phone follow-up with implanting physician, he stated her uncorrected va was 20/30 distance and 20/40 near. The pt has indicated that she would like a second opinion before deciding what to do. The pt is a registered nurse. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.